Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0mm x 100mm x 50cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during the first inflation at 35 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Product code: d2b: dqy